Event description:
A healthcare facility reported that three patients had experienced blocked endotracheal tubes while being treated with an mr850 respiratory humidifier. It was reported 2 of the patients required bronchoscopies to clear the blockage. It was also reported, the two patients that required bronchoscopies to clear the blockage had increased oxygen requirements. This was indicated via decreased oxygen saturation as measured by pulse oxymetry. The ambient temperature in the three cases was reported to be 24, 26, and 28 degrees celsius. It was not clear which ambient temperature applied to which patient. It was reported there was no condensation in the blue (inspiratory) tube by the endotracheal tube and a small amount of condensation in the white tubing by the endotracheal tube.

Manufacturer narrative:
The devices were not returned to the MFR for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: to deliver adequate humidity, the humidifier requires a temperature gradient relative to the ambient temperature. As stated in the instructions for use, the mr290 has an ambient temperature operating range between 18 and 26 degrees celsius. Conclusion: environmental conditions may have contributed to this event. Hotter temperatures will result in a reduction of the humidity generation of the humidifier. We are attempting to gain more information regarding these events, particularly regarding the environmental conditions. We will provide a follow up.